Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported bleomycin (19.2 units diluted in 25 ml normal saline for a total volume of 31.6 ml) was programmed to infuse at 0.768 u/ml instead of 0.612 u/ml. The user entered the diluent volume as 25 ml and 31.6 ml was entered into the vtbi as this was the total volume in the syringe to be administered. The pump alarmed (hard limit) the vtbi exceeds the syringe volume since the vtbi was entered as the total volume of the dose and the diluent volume entered was the actual volume of the diluent (normal saline). The customer reported that the "the term diluent volume" is being used incorrectly which has led to confusion and errors in the programming of the concentration". The "diluent volume" is a safety concern" and requesting that the programming pages change the term ¿diluent¿ volume"."this was a cause for concern as the user was unsure why they were receiving the warning".